Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. During drain 1 of 5 the patient got a draining slow message from the cycler. The patient discovered a leak of fluid at the stay safe connector of the cycler set.there was no fluid in the pump module of the cycler and no fluid on the external of the cassette. The patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient was able to reset up with new supplies and complete treatment.the cycler set is not available to return as a sample. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. During drain 1 of 5 the patient got a draining slow message from the cycler. The patient discovered a leak of fluid at the stay safe connector of the cycler set. There was no fluid in the pump module of the cycler and no fluid on the external of the cassette. The patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient was able to reset up with new supplies and complete treatment. The cycler set is not available to return as a sample. The cycler is not available to return.